Event description:
It was reported that the light source was not powering on. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of power failure was confirmed. Light source would not power up. Cause of power failure is a defective electronic component on the power supply. Unit powered up and passed functional testing with a known good power supply installed. The complaint investigation has concluded the cause of the failure to be a defective electronic component. The device has been in service for over 5 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue.